Event description:
2001: distributor reported that a surgeon had implanted a dura-guard and was now reporting an infection. 18 days later: distributor reported that doctor was waiting "10" before pursuing any action against the infection. No info was given by surgeon for pt identifications, date of implant, explant status, culture identification, other interventions, or pt status.